Event description:
It was reported to boston scientific corporation that a dreamtome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure when the nurse split the wire it did not stop at the brown marker but rather split all the way down to the distal end. The procedure was completed with a new dreamtome rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the complaint device revealed the working length/ distal with exposed cut wire was twisted and extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion. Examining the distal tip, it appears that the extrusion at the distal end of the device was ripped/ torn when the physician tried to remove/ separate the guidewire from the tome. The distal end of the extrusion was ripped all the way to the tip, splitting the tip. It appears that the customer performed rapid exchange along the working length/ guidewire channel and beyond the brown marker where the 'c' channel ends, which caused the extrusion at the distal tip to be ripped to the end, splitting the tip. The complaint was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure when the nurse split the wire it did not stop at the brown marker but rather split all the way down to the distal end. The procedure was completed with a new dreamtome rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.